Event description:
The customer reported the avalon fm50 fetal monitor is not producing any audio. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and confirmed the issue ¿avalon fm50 fetal monitor is not producing any audio". The rse determined that the device needs to send to bench. Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the issue and replaced the {453564378621 mainboard} to resolve the issue. The customer was provided a replacement mainboard to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.